Event description:
The distal electrodes of the ablation catheter were unable to be detected by the mapping system. The catheter was removed without incident or harm to the patient. Manufacturer response for ablation catheter, tacticath sensor enables contact force ablation catheter (per site reporter). Clinical site contacted their local rep directly.